Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio determined that the device's system pcb assembly had to be replaced. The customer however declined repair of the device and requested that the device would be returned to them without being repaired. A conclusive cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had its service led illuminated. During device evaluation, physio observed that the device would lock-up at the start-up screen. The batteries had to be removed to switch the device off. There was no patient use associated with the reported event.